Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death.

Event description:
It was initially reported that the patient had high impedance (output status - limit, impedance - high, dcdc - 7). The patient had x-rays taken but they had not been returned to the manufacturer for review. The patient may have a potential generator and lead replacement. Surgery if likely but has not occurred to date. Good faith attempt for additional information has been unsuccessful to date.

Event description:
Analysis of the generator was completed on (B)(4) 2013. In the (B)(4) lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The generator performed according to functional specifications. During the product analysis there were no anomalies found with the pulse generator. MFR report # 1644487-2013-02407 was submitted for the bleeding that occurred during the surgery.

Event description:
Additional information was provided that x-rays were received by the manufacturer for review. Based on the x-ray received there was nothing seen that would indicate there was any damage to the generator or lead. There were no gross lead fractures that were seen however the presence of a micro-fracture in the lead cannot be ruled out. As the entire lead could not be assessed, continuity in that portion of the lead cannot be confirmed. The connector pin was confirmed as fully inserted. Review of manufacturing records confirmed there were no unresolved non conformances found with the generator and lead prior to distribution.

Event description:
Further follow-up revealed that the patient underwent surgery at which time a new generator was placed on the existing lead and diagnostic tests resulted in high impedance. The surgeon dissected to the vagus nerve and made the determination that there was not enough room to place a second set of coils. The lead was clipped and removed and the patient was not reimplanted with a new system. It was reported that during the surgery the surgeon did not feel comfortable with implanting the patient at that time due to the patient experiencing a lot of bleeding. The lead and generator were returned to device manufacturer for analysis on (B)(4) 2013. The returned product form listed the reason for explant as end of service - eri unknown and lead discontinuity. Analysis of the lead was completed on (B)(4) 2013. Note that the electrodes were not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, and no discontinuities were identified. There is no evidence to suggest a discontinuity in the returned portion of the device which may have contributed to the high impedance. Analysis of the generator is underway; however, has not yet been completed to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Device manufacturing records were reviewed. Review of manufacturing records confirmed there were no unresolved non conformances found with the generator and lead prior to distribution. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received that the high impedance was first observed on (B)(6) 2013 and the patient had their generator was disabled. The patient was also having an increase in seizures reported to be above pre-vns baseline believed to be related to the high impedance.